Manufacturer narrative:
Foot-end right load cell.

Event description:
It was reported by service report that there are inaccurate readings on the footboard. No patient involvement or adverse consequences are reported.